Event description:
Physician reported, right side capsular contracture, baker grade iii. Diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
E1.: (phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side capsular contracture, baker grade iii, diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported right side capsular contracture, baker grade iii, diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. As per the investigation procedure deformation, wear abrasion and voids were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.